Event description:
Or [operating room] table stopped working intra-operatively upon changing bed height with remote control. Hydraulics failed and table returned to lowest position. Bed remote changed, manual controls used with same result. Biomed notified and called to operating room. Biomed notified rep from table. Operating room table unable to be switched as procedure was underway.